Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found it failed the vbat cable resistance test. There was also a worn donut, but this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the controller battery would not hold a charge and the issue began about 3 weeks ago. Patient stated that they would charge the implant and the charge would only last for 20 minutes and then the controller would tell them that the battery was empty. Patient also stated that the recharger would get very hot to the touch and it felt like it was burning them. Patient noted that every time they put the paddle on, the controller kept telling them to reposition and they wouldn't be moved and it would be charging for 5 minutes and say repositioned and after about 20 minutes it would just quit all together. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed battery low recharge implant soon. Controller showed recharging 60% and implant low. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.